Event description:
It was reported that during a coronary artery bypass graft, while the surgeon was busy harvesting the ima within the chest cavity, the clip closed incorrectly and tore the vessel that it was trying to seal. Fortunately, the surgeon still had a stump of the vessel available to seal, and was able to use another applier with another clip to seal the vessel. The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.